Manufacturer narrative:
Medical device expiration date: unknown . (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer lok tip with graduations the user complained that the luer-lok tip was found deformed.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one photo was received for investigation and one unused sample was returned. Our quality engineer inspected the returned unit and confirmed the reported observation of a deformed syringe collar. Further analysis under the 10x magnification, observed that the syringe cross thread is damaged. The assembled needle was attached to the syringe and bd did not observe any detachment issues. White loose fibers were also observed inside the collar which were the damaged parts from the cross thread. DHR review was performed and no abnormalities were detected for the reported batch. Probable cause could be at the needle assemble dial station, needle assembly guide skirt malfunction due to screw loose and leading to alignment issues between lower and upper tooling. This had caused the barrel and assembled needle not to be aligned during assembly resulting pressing against the barrel tip causing damage to the cross thread. The needle assembly guide skirt had installed dowel pin to secure the misalignment at the 10ml assembly machine on 4th sep 2017. The complaint batch produced before that action was taken. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.